Event description:
Device malfunction: failure to deploy - thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, during thumb advancer deployment, exchange sheath splitting could not be completed, and the clip delivery tubeset could not be advanced to deliver the clip to the arteriotomy. The safety release mechanism was activated to retract the locator wings and a dilator was inserted into the access posts unlocking the thumb advancer, enabling it to be retracted proximally, which released the device from the tissue tract. It was not specified how hemostasis was achieved. There were no reported pt adverse effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.